Event description:
It was reported that during implant of the left ventricular lead, two different leads were attempted. The guidewire could not be removed from one of the leads and the lead was damaged during attempts to remove the guidewire. Another lead could not be used because it was too large to be advanced to the desired location in the vessel. Neither lead was used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and it was noted that the guidewire was stuck in the lead. It was also noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was pulled apart due to overstress, the outer insulation was breached cut and the lead appeared damaged at implant. It appears that when attempting to remove the guidewire, some of its coating scraped off in the lead lumen. The coating wedged between the guidewire and the coils, causing the guidewire to be stuck and the filars to be distorted. The distortion caused the coatings on the two co-radial filars to breach, resulting in the two shorting together. Non-medtronic guidewire was used. (B)(4): the full lead was returned, analyzed and no anomalies were found.